Event description:
The field service rep states incorrect potassium results were generated and reported for three pt samples at this account. All three samples were repeated in 2009. Pt 1, initial result 2.6 mmol/l, repeat 4.2 mmol/l. Pt 2, initial result 2.8 mmol/l, repeat 3.9 mmol/l. Pt 3, initial result 2.5 mmol/l, repeat 3.8 mmol/l. Upon investigation, customer found the erroneous results were produced using a failed calibration and controls which were out of range prior to testing. The incorrect potassium results did not result in any specific treatment, the pts were not adversely affected. Once the operator performed a second calibration, the controls came back into range and the issue was resolved.